Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg). The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted device was not released by the facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred months ago from date manufacturer was made aware.